Event description:
On 10/18/2007, baxa was contacted by a customer who requested an evaluation of the exacta-mix 2400 compounder reports for a specified date: the month before. The customer is a compounding facility and was contacted by a hospital, who requested this info due to a pt involvement. Baxa has requested more information regarding pt status and the incident; however, the hospital declined to provide further feedback despite several attempts. At this time, it is unk whether any adverse event occurred. If more info is received in the future, a follow up MDR will be provided.

Manufacturer narrative:
Upon retrieval of the reports generated by the compounder, an investigation was performed. The data was analyzed and it was determined that the compounder operated as designed with no abnormalities in operation observed. The customer was notified of the analysis results and transferred the info to the requesting hospital. No further feedback has occurred.